Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A journal article titled "size exchange and vault response in posterior chamber phakic intraocular lens implantation: 12 years at a high-volume center."the article reported that following an implantable collamer lens (icl) implantation procedures, the patient's experienced excessive vault/ low vault, lens rotation, icl dislocation/subluxation, and over/under correction. Lens exchanges were noted. If additional information is received, a supplemental medwatch report will be submitted.